Event description:
On (B)(6) 2023, it was reported that the patient's cause of death was heart failure. It was reported that there were no alleged device related adverse events, malfunctions or complications prior to the patient's death, and an autopsy was not performed.

Manufacturer narrative:
Additional information added to b5.

Event description:
The complaint was received from canada . On (B)(6) 2023 patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient¿s placement procedure was successful. On (B)(6) 2023, the patient passed away in her sleep. After multiple query attempts regarding alleged device related adverse events, malfunctions, complications and cause of death, no further information was provided. It is unknown if an autopsy was performed. Therefore, abbvie has conservatively chosen to report this event.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Catalog number in catalog# is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of death (unknown cause). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.